Event description:
Clinic notes dated (B)(6) 2012 were received on 06/29/2012. Notes dated (B)(6) 2012 stated that the patient has tonic seizures. Notes dated (B)(6) 2012 state that the patient's clusters are lasting longer. The magnet swipes were also reported to be not as effective. Battery replacement was recommended. The patient's programming history was also included. On (B)(6) 2012, it was reported that, per the physician, the patient would be undergoing prophylactic generator revision. On (B)(6) 2012, the patient underwent generator revision surgery. A blc was performed on (B)(6) 2012 with results of 0.89 years to eri = yes. Attempts for additional information have been unsuccessful. Attempts for product return have been unsuccessful.

Event description:
Product analysis was approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
A fax was received on (B)(4) 2012. The physician indicated that the magnet not aborting seizures and increased seizure cluster duration were both related to vns. The patient's seizure pattern had changed by an increase in frequency. Casual or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizure cluster duration. The patient's explanted generator was received on (B)(4) 2012 and is currently undergoing product analysis.

Manufacturer narrative:
Analysis of programming history.